Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormal heavy menstrual bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal)") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 (((B)(6) 2011, (B)(6) 2014)), sinusitis and thyroid disorder. Concurrent conditions included overweight, sciatica, epigastric pain, nausea, decreased appetite, vomiting, pelvic congestion syndrome, cystitis interstitial, constipation, anemia, chest pain, cough, shortness of breath, wheezing and myalgia. Family history included diabetes mellitus (half brother, aunt, mother), heart attack (parents), stroke syndrome (aunt), hypertension (father) and thyroid disorder nos (mom, sister). Concomitant products included cyclobenzaprine, medroxyprogesterone (depo provera), naproxen and pentosan polysulfate. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe back pain during menstruation"), dyspareunia ("painful intercourse"), migraine ("migraines"), fatigue ("fatigue"), weight fluctuation ("weight fluctuation"), headache ("headache"), back pain ("pain"), abdominal pain ("abdominal pain/ pain") and musculoskeletal pain ("shoulder pain/ pain"). The patient was treated with endometrial ablation. Essure treatment was not changed. At the time of the report, the menorrhagia, dysmenorrhoea, dyspareunia, migraine, fatigue and weight fluctuation had not resolved and the vaginal haemorrhage, headache, back pain, abdominal pain and musculoskeletal pain outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, musculoskeletal pain, vaginal haemorrhage and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. Most recent follow-up information incorporated above includes: on 27-feb-2018: fu from pfs+mr: new events: vaginal haemorrhage, headache, abdominal pain, musculoskeletal pain were added. Reporter, patient demographic information, all other relevant history updated. Product start date updated. Essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.